Event description:
The pt underwent a coronary artery bypass procedure ultilizing three aortic connectors to proximally anastomose the first and second diagonal (d1 and d2) branches and the right coronary artery (rca). Three months postoperatively, cardiac catheterization demonstrated all three connector grafts were occluded. Nine days later, coronary angioplasty was performed and stents were implanted in the rca. No additional info was provided.